Manufacturer narrative:
Qn#(B)(4). The customer returned one, 3-lumen cvc for evaluation. Signs-of-use in the form of biological material was observed on the catheter body. Visual inspection revealed the proximal extension line was separated. Microscopic examination revealed that the points of separation were rough and jagged. The separated portion of the extension line (includes luer hub) was not returned for analysis. As a result, it cannot be confirmed if a portion of the extension line is still lodged within the luer hub. The total length of the catheter body from the juncture hub to the distal tip measured to be 215 mm which is within specifications of 207mm-227mm per the catheter product drawing. The outer diameter of the distal lumen measured to be 2.15mm which is within specifications of 2.13mm-2.21mm per the proximal extension line extrusion product drawing. The inner diameter of the distal lumen measured to be 1.422mm which is within specifications of 1.42mm-1.50mm per the proximal extension line extrusion product drawing. This indicates that the wall thickness measured within specifications. The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The medial and distal lumens were flushed using a water-filled, lab inventory syringe. The medial and distal lumens flushed as expected. A manual tug test confirmed the distal and medial extension lines were fully secured within the luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the proximal extension line had separated; however, it cannot be confirmed if a portion of the extension line is still within the separated luer hub as it was not returned for analysis. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined without the separated luer hub also returned for analysis. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
The complaint is reported as: "after salinization of the medial lumen, after disconnecting the syringe from the connector, the hub disconnected from the white line and needed to remove the catheter from the patient. The patient remained stable. There was blood leakage, and a new catheter was punctured." There was no patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "after salinization of the medial lumen, after disconnecting the syringe from the connector, the hub disconnected from the white line and needed to remove the catheter from the patient. The patient remained stable. There was blood leakage, and a new catheter was punctured." There was no patient harm reported. The patient's condition is reported as fine.